Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose over 700 mg/dl. The customer experienced symptoms such as diabetic ketoacidosis, cardiac arrest, and brain injury. The customer was wearing the insulin pump during the hospitalization. No troubleshooting was done on high blood glucose. The insulin pump will not be returned for analysis.